Manufacturer narrative:
(B)(4). Batch n91m19: the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a cardiovascular procedure, the device did not pass the pre-run test. The device was reassembled several times but the same event continued. And then, the blade was broken when the device was assembled. But no pieces fell into the patient. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch n91m19. The device was received with the blade outer sheath broken. Upon visual inspection of the device the blade tip was fully attached and not broken off as reported when tested for functionality, the device could not be torqued into the hand piece due to the damage of the outer sheath at the torque wrench area. Therefore, we are unable to investigate further the "incomplete pre-run - user initiated test" issues reported. The damage of the device could have contributed to the assembly and disassembly issues reported. Due to the damage at the outer sheath, this do not allow to use the torque wrench when try to assemble and disassemble of the device with the handpiece. No conclusion could be reached as to what caused this issue. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.